Event description:
Procedure: lap gastric bypass. Reportedly, the first application of endo gia 3.5 rotic., on gastric pouch creation stapled properly for first 2/3 of staple line. The end of the staple line did not form properly as loose, unformed staples were visible. When an application of the same cartridge was placed to close this defect the same problem occurred. Procedure was converted to open procedure. More stomach pouch had to be taken than wanted. Current pt status unknown.